Manufacturer narrative:
Additional lot # provided: medical device lot #: 5336845. Medical device expiration date: 04/30/2017. Device manufacture date: 12/02/2015. Investigation: investigation summary: bd received four customer photos for evaluation. Based on evaluation of the photos, the customer¿s indicated failure mode for cracked tubes was observed. A review of the device history record was completed for the incident lot numbers and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Labeled storage conditions for this product are 4-25° c. The customer stated that the product was being frozen and shipped. Investigation conclusion / root cause description . A root cause could not be determined for this complaint. Rationale. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes are cracking when frozen. No injury or medical intervention.